Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2016 - patient was diagnosed with ventral hernia and umbilical hernia thereby underwent open repair with implant of ventralex st mesh (device 1 and device 2). Per operative notes, ¿a transverse incision was made over the defect in the upper abdomen. The ventral hernia sac was dissected out. A ventralex st mesh (device 1) was placed into posterior to the fascia. The fascia was closed with sutures. A transverse incision was made just inferior to the umbilicus. The hernia sac was dissected out. A ventralex st mesh (device 2) was placed around the umbilicus and secure it with sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with chronic wound upper abdomen with infected sutures and mesh; inflammation thereby underwent open repair with explant of ventralex st mesh (device 1 and device 2). Per operative notes, ¿an incision was made around the prior wound. All inflammatory tissues were taken down. Previously placed infected mesh (device 1 and 2) was excised entirely. The defect was closed with sutures primarily.¿